Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient began to experience syncope and presented to clinic. Noise resulting in oversensing was observed on the right ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.